Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation, but based on the investigation details, the reported condition of the device leaking during usage could not be confirmed. The blade mount assembly, press plug, front housing, motor, and other components were serviced, and the device was returned to the customer.

Event description:
The handpiece was returned to the international distribution center for service, and during their investigation, it was reported that the device leaked oil. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported as a result of this event.